Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor coupling. It was reported that a manufacturer's representative suggested adhesive discs because the patient had been experiencing recharging trouble. Caller stated that the patient had trouble getting it to stay put and be able to maintain 8 coupling boxes. No symptoms were reported. No further complications were reported/anticipated.